Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During the procedure, the physician advanced a ruby coil against resistance and it unintentionally detached inside another manufacturer's catheter. The catheter was removed with the detached ruby coil inside of it. The procedure continued using new coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.